Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic remotely for a follow-up on 12 mar 2021. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was far field oversensing on the t-wave ventricular channel and was double counting the signals on the discrimination channel. Programming changes were recommended but were not performed at this time. The patient was in stable condition.